Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant and experienced left-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two 440cc mentor memorygel breast implant prostheses (catalog #: smpx440, left serial #:(B)(4), right serial #:(B)(4)) on (B)(6) 2022. The patient¿s symptoms were improved after the revision surgery. The event date was estimated as (B)(6) 2020 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).